Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device. The device was explanted (B)(6) 2015. The device was discarded therefore is not available to be returned for analysis.